Event description:
It was reported to boston scientific corporation that the patient was implanted with a obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2008. This procedure was completed with no complications. According to the complainant, post-procedure, the patient began to experience vaginal bleeding, dyspareunia, and infections (specifics and date/s of onset unknown). On (B)(6) 2010, the patient underwent further surgery to excise the eroded mesh. Reportedly, the patient continues to experience pain and unspecified vaginal complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a obtryx transobturator mid-urethral sling system during a procedure on (B)(6), 2008. This procedure was completed with no complications. According to the complainant, post-procedure, the patient began to experience vaginal bleeding, dyspareunia, and infections (specifics and date/s of onset unknown). On (B)(6), 2010, the patient underwent further surgery to excise the eroded mesh. Reportedly, the patient continues to experience pain and unspecified vaginal complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.